Manufacturer narrative:
The device was returned to the resmed technical services in (B)(4). A review of the downloaded device events log confirmed that a single occurrence of system fault 101 was triggered in the device. The system testing performed by technical services could not reproduce the fault. The evaluation also found dried solution contaminant on the top case of the device and the expiratory flow sensor. It was determined that the cause of the system fault was device contamination. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault (sf 101) indicating that the outlet pressure measurement may be incorrect. There was no patient injury reported as a result of this incident.